Manufacturer narrative:
The insulin pump was received with intermittent button responds and it alarmed button error due to corroded keypad traces. The displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery tests were not performed due to the keypad anomaly. The following cosmetic damage was noted on the device: cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window, cracked battery tube threads, and belt clip slot.

Event description:
Customer reported via phone, the insulin pump had alarmed button error. Customer's blood glucose was 376 mg/dl. The insulin pump was clipped to her bra and she always does that. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.